Manufacturer narrative:
This case was initially received via regulatory authority (french national agency for medicines and health products saf, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of intermenstrual bleeding ('metrorrhagia') and metal poisoning ('problems due to the release of heavy metals in my body') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced intermenstrual bleeding (seriousness criterion intervention required), metal poisoning (seriousness criterion medically significant), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), memory impairment ("memory impairment"), myalgia ("muscle pain"), arthralgia ("joint pain"), polyp ("polyps"), tachycardia ("tachycardia"), disturbance in attention ("loss of concentration"), alopecia ("hair loss"), iron deficiency ("iron deficiency"), tendonitis ("tendinitis"), nervous system disorder ("neurological disorders"), inflammatory pain ("diffuse inflammatory pain") and musculoskeletal disorder ("musculoskeletal disorders") and was found to have fibroma ("fibromas"), 1 year 7 months after insertion of essure (ess205). The patient was treated with surgery (conisation and hysteroscopy in 2017, then total hysterectomy in 2019.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the intermenstrual bleeding, adenomyosis, fatigue, memory impairment, polyp, fibroma, tachycardia, disturbance in attention, alopecia, iron deficiency, tendonitis and nervous system disorder outcome was unknown and the metal poisoning, myalgia, arthralgia, inflammatory pain and musculoskeletal disorder had not resolved. The reporter considered adenomyosis, alopecia, arthralgia, disturbance in attention, fatigue, fibroma, inflammatory pain, intermenstrual bleeding, iron deficiency, memory impairment, metal poisoning, musculoskeletal disorder, myalgia, nervous system disorder, polyp, tachycardia and tendonitis to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ('metrorrhagia') and metal poisoning ('problems due to the release of heavy metals in my body') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced metrorrhagia (seriousness criterion intervention required), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), memory impairment ("memory impairment"), myalgia ("muscle pain"), arthralgia ("joint pain"), polyp ("polyps"), tachycardia ("tachycardia"), disturbance in attention ("loss of concentration"), alopecia ("hair loss"), iron deficiency ("iron deficiency"), tendonitis ("tendinitis"), nervous system disorder ("neurological disorders"), metal poisoning (seriousness criterion medically significant), inflammatory pain ("diffuse inflammatory pain") and musculoskeletal disorder ("musculoskeletal disorders") and was found to have fibroma ("fibromas"), 1 year 7 months after insertion of essure (ess205). The patient was treated with surgery (conisation and hysteroscopy in 2017, then total hysterectomy in 2019.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the metal poisoning, inflammatory pain and musculoskeletal disorder had not resolved. The reporter considered adenomyosis, alopecia, arthralgia, disturbance in attention, fatigue, fibroma, inflammatory pain, iron deficiency, memory impairment, metal poisoning, metrorrhagia, musculoskeletal disorder, myalgia, nervous system disorder, polyp, tachycardia and tendonitis to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.